Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing caused by post-paced t-wave oversensing. Programming changes were discussed. No adverse effects to the patient were reported. No further information is available at this time.